Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter: translated to english. The customer stated: there is "foreign matter in a tube. According to the customer's report, fm (dirt) was found in a tube before use."

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter: translated to english. The customer stated: there is "foreign matter in a tube. According to the customer's report, fm (dirt) was found in a tube before use."